Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during an unknown procedure, there were malformed clips. The clips didn't stay closed. The surgeon had to put more clips than necessary. The surgeon used a new device to finish the intervention. There were no adverse consequences for the patient. Device discarded. Additional information requested but not received.